Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also reported that during a routine check, eri in (B)(6) was noted upon interrogation. Physician believes that the battery depletion and subsequent eri was premature. Patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion and the battery performance alert was not confirmed in the laboratory. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.